Event description:
Inquiry received by email, in (B)(6): "ho fatto interventi di piedi piatti a mio figlio, e stata impiantata una vite della vostra ditta, ora per complicazioni dobbiamo toglierla, ma non abbiamo il kit necessario, dove possiamo rivolgere I in (B)(6)????". Google translation: I made speeches of flat feet to my son, was implanted a screw of your firm, we must remove the complications now, but we do not have the necessary kit, where we can extend in (B)(6)????".

Manufacturer narrative:
The complainant's father sent his complaint via email in (B)(6). Gramedica tried to obtain additional info from the complainant via email and phone on four (4) separate occasions: the 1st attempt by email: friday, on (B)(4) 2014, 9:26 am, no response. The 2nd attempt by email: friday, on (B)(4) 2014, 11:16 am, no response. The 3rd attempt by phone v: friday, on (B)(4) 2014, 12:03 pm, no response. The 4th attempt by email: thursday, on (B)(4) 2014, 11:07 am, no response. Our attempts did not result in any new info. To date, our italy distribution is not aware of any complaints. Therefore, without details, such as; device info (size, lot and expiration date), physician name, facility name/ location, surgery date or the current status of the pt. Conclusion, gramedica cannot investigate any further and will consider this our initial and final report.